Event description:
During surgery; the rep opened the humeral implant box. The nurse took the interior package which contained the implant. When it was time to open; the dr noticed the implant was sticking out of the bottom of the package. The dr refused to use without sterilizing first and the case had to be delayed for about 20 minutes.